Manufacturer narrative:
(B)(4). Not using proper disconnect procedures is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp did not use proper disconnect procedures when disconnecting. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the homechoice. Proper procedures were reviewed with the customer. The tsr advised the hp to start therapy over with all new supplies. The hp stated they would perform a manual drain. There was no patient injury or medical intervention associated with this event. No additional information is available.